Event description:
It was reported that patient experienced ineffective therapy and was unable to set device into MRI mode. Imaging showed that both leads had migrated. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.